Manufacturer narrative:
(Model/catalog number, UDI): corrected data. Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A specific cause for the reported infection could not conclusively be determined through this evaluation. Infection is listed the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. This instructions for use and patient handbook also provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was expired outside of hospital. The cause was unknown. No further information is available. The device will not be returned for evaluation. Additional information received on 16oct2018 stated that the patient had a history of chronic driveline infection. Sputum cx came back (B)(6) for (B)(6) and e.coli. The lvad drive line site cx came back positive for enterococcus, coag was negative for staph and staph aureus. Dc flagyl and cefepime were started, vanco was continued, and ancef was started for 7 days and the plan of care was to resume home levaquin and fluconazole once per day. Increased free water flushes to correct hypernatremia which is normal now (na 143). The patient was on insulin gtt in coronary care unit (ccu) and then switched to "ssi". Lantus was restarted for 20 units and blood sugar improved. Palliative care on central nervous system(cns). The patient agreed with a do not resuscitate (dnr)/dni status and verbalized to understanding regarding end of life at this time. The patient agreed with comfort/hospice care at this time. Patient was discharged to hospice. The patient then expired in hospice.